Event description:
Plaintiff alleges developing serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, and extreme discomfort. Plaintiff's spouse alleges loss of consortium.